Manufacturer narrative:
The pump has not returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
It was reported that the keypad buttons were sticking and intermittently unresponsive. The pt reported that the keypad has been slow to respond over (B)(6), and (B)(6) the up arrow and the ok keypad buttons started sticking intermittently. He noted that the buttons require excessive force and multiple presses to obtain a response. The pt stated that the buttons still click and spring back as expected. He denied physical damage to the rubber keypad; denied exposing the pump to cleaning products; stated that the pump is exposed to water occasionally; and stated that he wears the pump in various places with a clip.